Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for premature countdown alert was reported. Data was provided for investigation. A low transmitter battery was confirmed that occurred prior to 90 days of transmitter activation. Data review could not confirm the reported event of premature countdown but could confirm low battery. Additionally; the transmitter has been received for evaluation. An external visual inspection was performed and the passed. A voltage test was performed and the transmitter failed as it had no voltage. Review of the log data was performed and transmitter failure was observed. A low transmitter battery was confirmed via product testing. This complaint is reportable based on the finding of transmitter failure via log data review. A probable cause is low transmitter battery voltage. No additional patient or event information is available.